Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right atrial (ra) lead exhibited high pacing thresholds, placement difficulty and dislodgement during procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis. Visual inspection noted that the helix was retracted. Helix mechanism testing was not performed due to dried blood/body fluid in the tip area which would inhibit helix function. Laboratory analysis was unable to confirm the reported field allegation of high pacing thresholds. The lead passed electrical testing. The lead tip and helix appears intact.

Event description:
Additional information received, and a supplemental report is being filed.